Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case #: 00929259 case subject: npi 8100 door open alarms account name: nebraska orthopaedic hospital account #: 10011610 asset name: 8100 pump module, v8 asset location: contact: josiah abernathey contact email: biomed@orthonebraska.com contact phone: 402-609-1106 contact mobile: patient or user involvement: no patient or user harm: no case description: josiah had a "door open" alarms on lvp8100 sn (B)(4) failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: I recommended josiah to replace ail sensor. Josiah will replace ail sensor. If he still have problem, he will call me back.